Event description:
It was reported that this patient was feeling diaphragmatic stimulation from this left ventricular (lv) lead one month after implant. The physician communicated the clinical observation to the patient's electrophysiologist to determine if further evaluation is needed. Additional information was received six years later that review of this patient's remote monitoring data identified a gradual increase in left ventricular (lv) pacing impedance measurements. An out of range measurement greater than 2000 ohms was noted. The information was documented and the lead remains in service. No adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.